Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. The investigation determined the reported leak / splash appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the copilot device was used during the procedure. The physician found that blood flowed back even when it was locked. It continued after the guidewire was inserted, and the situation remained even when additional devices were inserted. A second copilot device was used but had the same issue. The physician used a third new copilot, but it also did not work properly. The same issue occurred with the three copilot devices. The procedure was completed with a fourth, new copilot device, and no patient adverse events were reported. However, the user was very upset. No additional information was provided.